Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws had tissue between them. It was reported that the jaws of the device were difficult open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was improperly cleaned. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult/impossible to open. There was no patient injury.